Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. Treatment for the peritonitis consisted of fortum 500 mg and vancomycin 50 mg in each bag. The patient was recovering from the peritonitis. No additional information is available at this time.